Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0206360567, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
The healthcare provider, via the manufacturer representative, reported that during a replacement procedure for a normally depleted battery, the lead was accidentally cut and needed to be removed as a result. The lead was cut during the dissection of the battery and it was ¿pretty obvious¿ that the lead was not viable. During the removal of the lead, it fractured and the electrode set/distal end was not retrieved and remained in the patient. The lead was partially explanted. The patient was to be scheduled to have a new system implanted in the ¿coming weeks¿ when a suitable time could be arranged. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that all conductors were broken at the distal end of the medial segment due to over stress/damage. Additional method code . Result and conclusion codes have been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.